Event description:
It was reported that the patient was receiving chemotherapy treatment through this non-pvc with a filter tubing. Near the end of the infusion, the pump module continued to run as programmed but air was pulled through the line. There was still fluid in the chamber and minimal amount in the IV bag. The pump module did not alarm for air-in-line. There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient was receiving chemotherapy treatment through this non-pvc with a filter tubing. Near the end of the infusion, the pump module continued to run as programmed but air was pulled through the line. There was still fluid in the chamber and minimal amount in the IV bag. The pump module did not alarm for air-in-line. There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.